Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the rca. An angiographic complication of dissection occurred during the index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).